Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer reported that ventilator's touchscreen display on cycle does not always boot up. There are times that the screen is dark. There was no patient involvement at the time of the reported incident as this issue was found during pre-use.